Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Low pacing impedance on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed that there was externalized conductors on the rv lead. During an elective replacement procedure, the lead was also capped and replaced, and the patient was stable with no adverse consequences.